Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 32gx4mm 7 pack was unable to deliver insulin and caused hyperglycemia. The following information was provided by the initial reporter: on (B)(6) 2020, the customer told us to return the product, saying that insulin injection did not produce the medicine, which caused his blood sugar to rise. Later, after inquiring at the store, the customer used a needle for 4 consecutive days, which led to the blockage.

Manufacturer narrative:
H.6. Investigation: lot#0041571 DHR and related manufacturing records were reviewed, no abnormality was found. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. The certain cause cannot be concluded at the moment.

Event description:
It was reported that pen needle 32gx4mm 7 pack was unable to deliver insulin and caused hyperglycemia. The following information was provided by the initial reporter: on (B)(6) 2020, the customer told us to return the product, saying that insulin injection did not produce the medicine, which caused his blood sugar to rise. Later, after inquiring at the store, the customer used a needle for 4 consecutive days, which led to the blockage.